Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The end user reported bleeding from inside stoma. Bleeding occurred while wearing the appliance. Has since resolved. Cleans with adhesive remover. Applies safe and simple no sting protective barrier wipe. Applied vaseline to affected area and left pouch off for several hours. Rinses pouch and stoma vigorously with warm water up to 5 x day. Wear time 2 to 3 days. Product use and skin care instructions provided.